Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose (bg) level was impacted and went up to 360 mg/dl. Reportedly, customer would change supplies and delivered a bolus via the pump to address impacted bg levels. It was reported that the customer would continue to use the pump to continue insulin therapy.